Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For these final lots, (B)(4) 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. The reported lot for this complaint includes affected manufacturing lots.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.additional information has been requested.(B)(4)

Event description:
A nurse reported leaking trocars during a vitreal surgery. Steps had to be taken to control the eye pressure. Surgeon tried to reposition the trocars to stop them leaking. Sutures were required on their removal. The procedure was completed with no patient harm but surgery delay. Additional information has been requested. This is one of two reports being filed for the same facility. This report is for one patient who underwent surgery on (B)(6) 2015.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
The previously reported type of reportable event did not apply and has been corrected.